Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e 411 analyzer (rack system). The sample initially resulted in an hcg+beta value of 908.8 iu/l with a data flag. The sample was automatically diluted x20 and repeated, resulting in an hcg+beta value of 553.1 iu/l with a data flag. The sample was automatically diluted x20 and repeated, resulting in an hcg+beta value of 10830 iu/l with a data flag.

Manufacturer narrative:
The hcg+beta reagent lot number was 709174, with an expiration date of 30-sep-2024. The field service engineer replaced a liquid level detection printed circuit board assembly due to unstable liquid level detection voltage. The probe liquid level detection voltage was adjusted. The investigation determined the service actions resolved the issue.